Event description:
A damaged cartridge was reported by the caller, who experienced the issue once at the cartridge shroud. The cartridge was not used for insulin delivery. The caller successfully changed the cartridge and resumed insulin therapy. The damaged cartridge was unavailable for return, and the caller acknowledged and understood this resolution. There was no reported adverse impact on the customer's blood glucose level.